Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon attempting to interrogate the pulse generator, a parameter error message was given. The patient would be monitored.